Event description:
Pt was in hard restraints. Upon attempting to remove the right limb restraint, the nurse was unable to take the strap out of the locking "buckle" part of the restraint and needed to cut the restraint with scissors in order to get patient out of wrist restraint. Restraint lock could not be opened with key and had to be cut off. There was no difficulty applying the restraint. The lock was applied without difficulty or incident. There was no apparent visual defect with the device, lock, or key. The patient and staff were not harmed in this event.